Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin was seen exiting the tubing during the fill tubing step. The supplies were changed to address the event and insulin was seen exiting the tubing. Reportedly, insulin delivery was resumed. Blood glucose was 160 mg/dl.